Event description:
It was reported by a customer on (B)(6) 2011, he contacted his sales representative regarding error message code 1002.9 that they received during the middle of a procedure. Per the customer, the sales representative spoke with someone from technical support. The customer stated they received error message code 102.9 twice during the procedure. Per the customer, the error message code 102.9 was able to be cleared and complete the procedure with no further issues. No patient injury was reported.

Manufacturer narrative:
The customer indicated they wanted to have the laser system looked at and to make sure it was working up to the specifications. American medical systems contacted the customer to follow up on the repair of the laser system. Per the customer, the laser system was working fine with no further issues and he had not since received the error message code 102.9 since his initial report. An american medical systems representative confirmed with american medical systems technical support that no repair was needed at this time. Per american medical systems technical support, the event sounded like a software glitch. An american medical systems representative informed the customer that if the error message code 102.9 occurred again to contact american medical systems with details.